Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set leakage.the infusion set was in use for 2 days. Length of hospitalization was for 4-5 hours the blood glucose level was 600 mg/dl at the time of event and the patient got treated with insulin pen. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions the reference samples for the lot 2138371 have already been previously tested in the complaint (B)(4) on 20/jun/2025. Test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4).pdf attached in this record. Packaging lot: the lot 6008281 was packaging according to the work instruction (wi) version 97, in the machine multivac 12, on 26/jul/2024, with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 4g01723 was assembly according to the wi version 27, assembly, on 25/jul/2024 with a total of (B)(4) units. The lot 4g01721 was assembly according to the wi version 27, assembly, on 25/jul/2024 with a total of 29,200 units. Base of lid: the lot 4f06406 was manufactured according to the wi version 38, in the machine uso5, us06, on 23/jul/2024, with a total of (B)(4) units. The lot 4f06407 was manufactured according to the wi version 38, in the machine uso5, us06, on 24/jul/2024, with a total of (B)(4) units. The lot 4g01444 was manufactured according to the wi version 38, in the machine uso5 on 25/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 23/jun/2025 against malfunction code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing) and lot 6010684 and found two complaints have been registered in database for the same lot, and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leakage on site, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.